Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 38mm stent delivery system was returned for analysis without the stent. A visual examination of the stent found that the stent was not returned as it was positioned and deployed successfully at the lesion site. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted as its wings were relaxed. Dried crystalized media was noted inside the balloon. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device was placed in water bath overnight for soaking pre-inflation test due to dried media in the balloon. The device was loaded onto a 0.014" guide wire without issue . The balloon was inflated with no issues. Vacuum was pulled and the balloon deflated in 10 seconds with no issues. The encore inflation device was verified before and after use. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty removal was encountered. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, following the stent implantation, the stent delivery balloon catheter was very difficult to remove from the deployed stent. Two inflations of the stent were performed and the balloon was fully deflated before trying to remove it. There were no patient complications reported.

Event description:
It was reported that removal difficulty was encountered. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, following the stent implantation, the stent delivery balloon catheter was very difficult to remove from the deployed stent. Two inflations of the stent were performed and the balloon was fully deflated before trying to remove it. There were no patient complications reported.